Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: are the jaws damaged? The device would not fire? Clip not hold in jaws? Clip not hold on suture? Is the device firing malformed clips? Was any difficulty or inability to load the clip in the applier? If other, please specify -this device firing malformed clips. Were there any patient consequences? If yes, please describe.- not as such but surgeon was very annoyed since it was firing malformed clips and surgeon has to redo with other clips to proceed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy the clip applicator (el414) was not working properly. There was a 20 minute delay in the surgery. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent; 5/19/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el414 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: select the appropriate size ligaclip extra ligating clip cartridge and corresponding clip applier. With the cartridge slots facing away from the base, insert the cartridge into one of the channel openings of the lc800 stainless steel cartridge base. Ensure that the cartridge is past the channel opening and securely held in place. Grasp the applier by the handle and trigger and insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Keeping the applier jaws perpendicular to the surface of the cartridge, retract the applier from the cartridge. The clip will be securely held in the applier jaws. It is not necessary to maintain trigger tension to hold the clip in the applier jaws. The sequence for rotation of the applier shaft is as follows: - loosen the rotation knob by turning it clockwise until a click is heard. - rotate the shaft to the desired position. - tighten the rotation knob completely by turning it counterclockwise. Position the clip around the tubular structure to be ligated. Apply enough force to fully close the applier to assure that the clip is satisfactorily placed and secured. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.  The certificate records are accessible through external manufacturing.